Event description:
The customer reported the c-arm lost communication with the workstation and there was a charger and interlock errors. The interlock error message will result in a no boot, lock up, or shut down depending on when the loss of communication occurred. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.